Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER with syncope and multiple episodes of vf. It was noted that the device could not the convert the patient during one of the episodes. Patient was hospitalized and discharged in stable condition. It was also noted that the device did not have any stored or recorded episodes. Patient will be followed up normally.